Event description:
It was reported that, peri-operatively, the lead tip was bent, but of the package, and therefore, not used in the pt. No interventions were required. A different device was used with no further difficulty reported. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.